Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported fracture of the vestibular bone surface during implant placement. No primary stability. Waiting for healing in order to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,3.7mm,8mm (tsvmb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use, however, no apparent malfunction identified. Implant matched print. The reported event could not be recreated due to the nature of the dental device and event (bone fracture). Device history record (DHR) review was completed for the subject lot number 1244295). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number (1244295) using keyword bone fracture and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event is non-verifiable.

Event description:
No further event information is available at the time of this report.